Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-01987.

Event description:
The customer reported that she called the paramedics after experiencing a low blood glucose of 40 mg/dl. The customer wears the sensor. Reviewed the alarm history, and the customer did get sensor alerts for the lows. Nothing further was reported.